Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument is new to the first use and does not work. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken tube extension, missing a piece .160 x .050 and .166 x .101 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Tube extension fractured next to one of the keys that mate with the proximal clevis. Failure analysis concluded that the damage was likely due to mishandling. Additional observation not reported was the distal end of the main tube had various scratch marks with light material removal. The scratches were .387 - .010 in length and not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.